Manufacturer narrative:
(B)(4).

Event description:
It was reported during prostate procedure at 353,000 joules and 36minutes of use; fiber "end firing" was observed. The tip (cap) of the fiber was cleaned during the procedure. A second fiber was used to complete the procedure. Patient outcome: no patient injury was reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-638a-1096: the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks, partially erased blue arrow indicator, and severe contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.